Event description:
Customer reported once connected, the motor does not stop. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, the functional testing revealed that the motor seized, jammed, and was not operating properly due to normal wear. Additionally it was noted that the valve block is cracked and leaked. The device was repaired by replacing several components and returned to the customer on (B)(4) 2012. Placeholder.